Event description:
Correspondence between the patient's physician was received. In the letter, dated (B)(6) 2012, the physician states that his "well-intentioned adjustments" of the patient's vns to on-time 21 seconds and off time 1.8 minutes, resulted in the patient having more seizures, with seizures on a nightly basis and occasionally twice a day, morning and night. The change in settings had been performed at the patient's previous visit. The patient's medication was increased and seizures were a bit longer. Per the notes, although the seizures respond to the vns, they do not respond as briskly as they had in the past. There was no evidence of infection. The patient's device was re-interrogated and programmed back to on time 14 seconds, off time 1.1 minutes, with the signal frequency left the same at 25 hz, increased output current to 2.5ma, magnet output current = 2.75ma. Follow up with the physician found the same information as that from the letter. No additional information was provided. The exact diagnostic information was unknown.

Event description:
On (B)(6) 2013 the physician reported that he decided to change the patient's settings to an on time of 21 seconds and off time of 1.8 minutes in (B)(6) after the patient's generator replacement surgery. Within three days the patient's parents reported to the physician that the patient's seizures became daily and they were more intense than they had been. The physician stated that this was a subjective finding; however, the physician attributed this increase in seizures to the settings and saw the patient again on (B)(6) 2012. At this visit the patient's settings were changed back to an on time of 15 seconds and off time of 1.1 minutes. In addition, the physician changed the patient's output current to 2.5 ma. The physician continued to state that he will most likely not make very many more adjustments to the patient's settings as they have been adjusting the patient's medications on almost a twice weekly basis. Recently, the physician increased b6 and some other medications due to seizures that the patient happened to have in the early morning and evening hours. In addition, it was reported that the physician made adjustments to the patient's seizure medications and continued to adjust them on almost a weekly basis due to seizures that will increase periodically and then recover. Clonazepam is being used to rescue the patient if she has clusters of seizures. It appears this periodic increase in seizures similarly occurred after the patient's battery replacement; however, the physician believes that there was no failing of the device. It is unknown what the relationship of the increase in seizures is to pre-vns baseline levels. Attempts for additional information have been unsuccessful. No additional information has been provided.

Event description:
Additional information was received from the physician which indicates that the periodic increase in seizures is not related to vns. In addition, it was stated that these seizures were related to the ones prior to battery replacement (MFR #: 1644487-2012-03135) and that they refer to the same daily more intense seizures that occurred in november after the settings change.